Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for peripheral arterial occlusive disease (paod). Reportedly, an anterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss was confirmed. In addition, one of the anterior cuff tabs measuring one one-hundredth (0.01) of an inch square was broken off and was not returned with the device. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record revealed no non-conformances/exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.